Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe and persistent abdominal pain") and genital haemorrhage ("heavy bleeding/ irregular bleeding") in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included psychological disorder nos, depression in 2009, multigravida and parity 3 ((B)(6) 2009; (B)(6) 2010; (B)(6) 2012). She did not claimed that she is allergic to nickel or any other component of essure. Concomitant products included fluoxetine hydrochloride (prozac) in (B)(6) 2013 for depression. On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced dysgeusia ("metallic taste in my mouth"). On (B)(6) 2013, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), nausea ("nausea") and dizziness ("lightheadedness/lightheaded"). In (B)(6) 2013, the patient experienced depression ("depression"), pruritus ("itchy skin"), rash ("rashes"), menstrual disorder ("menstrual cycles") and headache ("headache"). From 2013 until 2014, the patient received depo provera at an unspecified dose and frequency. On an unknown date, the patient experienced tooth disorder ("dental problems"), abdominal pain lower ("intense cramping") and investigation noncompliance ("she did not undergo essure confirmation test"). The patient was treated with surgery (bilateral salpingectomy,she also had her fallopian tubes removed). Essure was removed on (B)(6) 2013. At the time of the report, the abdominal pain, dysgeusia, pruritus and rash had resolved and the genital haemorrhage, nausea, dizziness, tooth disorder, depression, menstrual disorder, abdominal pain lower, headache and investigation noncompliance outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, depression, dizziness, dysgeusia, genital haemorrhage, headache, investigation noncompliance, menstrual disorder, nausea, pruritus, rash and tooth disorder to be related to essure. Most recent follow-up information incorporated above includes: on 4-dec-2017: plaintiff fact sheet was received- all relevant medical history, concurrent condition, concomitant medication were added. Indication and stop date was added. Events severe and persistent abdominal pain, heavy bleeding/ irregular bleeding, nausea, lightheadedness/lightheaded, metallic taste in my mouth, dental problems, depression, itchy skin, rashes, menstrual cycles, intense cramping, headache and she did not undergo essure confirmation test were added. Event severe and permanent injuries was deleted. Case became valid and device category device other event was changed to incident. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.